Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery screw was fractured. No broken parts left in the patient.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that when attempting to remove a znn-cmn, the femoral neck screw (in the area of the instrument holder) got broken. The operation was cancelled. The remaining implants, nail and femoral neck screw, were left in place. Locking screws and grub screw could be removed without any problems. Harm: s2 - instability, minor hazardous situation: user cannot remove existing and well-fixed implants during a medical or surgical intervention. Review of received data: due diligence: further due diligence to support the conclusion was completed and documented. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Conclusion: it was reported that when attempting to remove a znn-cmn, the femoral neck screw (in the area of the instrument holder) got broken. The operation was cancelled. The remaining implants, nail and femoral neck screw, were left in place. Locking screws and grub screw could be removed without any problems. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore the condition of the component(s) is unknown. Nevertheless, it is mentioned that the device was implanted for more than 4 years. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.